Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation underneath the back therapy electrode pads. Follow-up indicated that the irritation spread to her chest, stomach and legs. The patient's doctor instructed the patient to use cream and benadryl for the irritation.